Event description:
During an atrial fibrillation (afib) procedure, there was no signal. Issue was resolved after the catheter was replaced. Additional information provided stated the signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal loss (bs/ic) occurred on both carto and the recording system at the same time. Signal loss happened during ablation. Procedure was completed without any patient consequences.

Manufacturer narrative:
(B)(4).